Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that fuses for the viewing station of the imaging system were replaced during a system checkout to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The fuses have not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(4), (rep, for); medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not complete start up as the viewing station would not receive power. There was no patient present when this issue was identified. No additional information was provided.